Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a blood glucose of 600 mg/dl. The patient stated that insulin was leaking out of the cartridge at the luer lock. The patient tried 4 cartridges from 4 different boxes and 4 infusions sets from 4 different boxes. They were not able to get any insulin to come out the end of the tubing at all, it all comes out at the luer lock. They stated that they checked luer lock several times with each set and each one is tight. This report is being made due to hyperglycemic event the patient experienced due to an alleged insulin leak out of the cartridge issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, the pump history was reviewed and showed that the last basal delivery and the last bolus were on (B)(6) 2013. No alarms outside the range of normal use were observed in the pump history. The boluses and basal added up appropriately to total the total daily dose, showing the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed and the pump was found to be operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed a crack at the case seal of battery compartment. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. The complaint was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.